Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue, whisper; guide cath: tiga 6fr jl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience xpedition stent delivery system (sds) was advanced and inflated the first time to 8 atmospheres (atm); however, the balloon ruptured. The stent was not fully deployed. The sds was removed. No resistance was reported during removal of the protective sheath, delivery of the sds to the lesion and removal of the sds from the anatomy. A non-abbott balloon was then advanced to fully deploy the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures or difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified.